Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed dry chaffing skin on his back caused by the lifevest. The patient consulted his physician who provided him with a cream to treat the irritated skin. Follow-up indicated that the irritation healed with use of the prescribed cream.